Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced severe hyperglycemia event on 29-jan-2019. The blood glucose level was 489 mg/dl at the time of event with the presence of ketones. The symptoms observed was vomiting. No further information was available.